Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got an error message saying that the paddles were not connected to the device. There was no pt involvement.